Manufacturer narrative:
The device was returned without identified device or use problem. As received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was cut open to enable further testing and the battery was found in normal range. There was no indication of a hermeticity breach. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted. The patient was stable with no consequences.